Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 2 of 5. Technical service representative (tsr) explained the alarm to the caregiver (cg) and instructed them to cycle the power on the hc to clear the alarm. There was nothing found during troubleshooting that could have caused or contributed to the alarm. The tsr advised the cg to start over with all new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.